Event description:
It was reported that the right atrial lead exhibited high impedance. After the device was reprogrammed, impedance measurements returned to normal and were stable. The patient was asymptomatic.

Manufacturer narrative:
.